Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
The reporter alleged that a button on the infusion device was defective. No adverse event was reported. The alleged product was requested to be returned for product evaluation.